Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead wires were exposed/eroded out of the skin. The patient underwent an explant procedure and was reimplanted with a new system. The wound was cleaned and closed.